Event description:
It was reported that when the safestep was accessed to the port body and blood return was confirmed, air contamination was found. Therefore, the device was removed. Another needle was used to confirm for blood return after accessing to the port body again, but air contamination was found again. There was no reported patient injury. This report addresses the second device used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asevf018 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that when the safestep was accessed to the port body and blood return was confirmed, air contamination was found. Therefore, the device was removed. Another needle was used to confirm for blood return after accessing to the port body again, but air contamination was found again. There was no reported patient injury. This report addresses the second device used.